Manufacturer narrative:
One therapy pca was returned for failure analysis. The reported problem was verified during lab tests. The problem was localized to capacitor c71 which was found to be leaky.

Event description:
It was reported to philips that the device failed the pacer portion of the operational check. There was no reported patient involvement.